Manufacturer narrative:
The company service representative examined the system but was unable to replicate the reported event. The company service representative confirmed that there were no foreign objects or cables obstructing the footswitch. The other modes were checked to confirm if they reached set values. No system messages were displayed in the event log. The supervisor printed circuit board (pcb) and the footswitch and their accompanying cables were replaced as a prevention. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported poor phaco and poor aspiration during the phaco portion of a surgical procedure. The system was exchanged to complete the procedure with no patient harm.